Event description:
It was reported that during a heavily calcified left anterior descending artery stenting procedure, after deployment of a non-abbott stent, the stent had a difficult waisting in the middle. During advancement of a 2.0x12mm nc trek balloon, resistance was met with the stent and blood return was seen in the indeflator. The device was removed without issue and was noted to be torn. There was no adverse patient sequela and no clinically significant delay in procedure related to this device issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported tear was not confirmed. The returned balloon was tightly folded, indicating that the balloon had not been inflated. There was no damage noted to the balloon catheter. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.